Event description:
It was reported that the image of the subject device had changing colors on screen. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device had changing colors on screen. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flickering image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: found colors lines and flickering image due to a bad damage/cracked video connector. Olympus will continue to monitor field performance for this device.